Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reported that during surgical procedure, a new staff member attempted to connect disposable tubing to the injector syringe, but evidently, did not get the connection correct during the injection, tubing became disconnected. Customer does not know if contrast sprayed, but aware it affected the staff and injector system. No reported injury.